Event description:
It was reported that the same day as a cryo ablation procedure, post operatively, the patient experienced stroke-like symptoms including aphasia. The symptoms were resolved upon discharge. The patient was re-admitted to the hospital about a week and a half later with nausea and headache and a work up ruled out stroke at that time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.